Event description:
The doctor's office coordinator stated that they received a left and right medpor customized malar implants that were mislabeled. The coordinator stated that the incident did not increase surgery time and did not cause any delay in surgery.